Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50e, serial: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted trial leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the trial leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the trial patient was implanted with expired trial leads. The patient did well with no infection. The trial proceeded normally.